Event description:
Under local anethesia, thirteen non-boston scientific coils and one boston scientific coil were placed into the sinus rectus and sigmoid sinus without issue. The physician was "unable to detach the next coil (non-bsc) properly". After imaging, it was attempted to remove a non-bsc coil and catheter together and it appeared that the coil mass moved. The pt lost consciousness and a CT scan revealed a subarachnoid hemorrhage at the "left posterior subcranial". The pt did not recover and expired.

Manufacturer narrative:
Outcomes attributed to adverse event. The exact date of death was not provided.